Event description:
Received information stating that during the load process, the customer accidentally filled the cannula with 0.3 units instead of 0.2 units. Reportedly, the customer's blood glucose level was potentially impacted to 198 mg/dl.

Manufacturer narrative:
Additional reported information indicates that the following day, the customer's blood glucose level was 155 mg/dl. Customer is reportedly doing fine. No product returning for evaluation. Should new information become available, a follow up report will be submitted.